Manufacturer narrative:
Upon further investigation, the following has been reported: air flow delivery failed during periodic maintenance. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported to philips that airflow delivery failed. Patient or user involvement at the time of the event is unknown, however no patient or user harm was reported.